Event description:
The right ventricular (rv) lead was returned to the manufacturer after being explanted and replaced due to a system upgrade. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first r ib/clavicle location while in vivo, the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead 2006-(B)(6). (B)(4).